Event description:
Started experiencing extreme fatigue and mental "fogginess" approx 3 weeks following breast implant surgery (210cc allergan natrelle inspira softtouch breast implants) fatigue, dizziness, symptoms occurring daily. Symptom not present prior to implant surgery. Although breast implant illness is not a recognized medical diagnosis, I am experiencing multiple reported issues reported previously through online research since experiencing these symptoms. Multiple persons have noticed my tired appearance since surgery. Experiencing blurry vision as well. Will be contacting my primary care physician to request lab work to rule out other potential medical issues. Have return appt with implant surgeon on (B)(6) 2020 and intend to discuss these symptoms and options for removal of implants. No pre-surgery lab work ordered by implant surgeon. FDA safety report ID# (B)(4).